Event description:
"Pt underwent nasal dermoid with large inter-cranial surgery and was readmitted to the hospital several months later for exploration, and irrigation and debridement of surgical infection. Bioglue was used for the first surgical procedure. At the time of the second surgery, the operative report notes that a yellowish membrane was removed. The pt was diagnosed with osteomyelitis of the skull and treated with vancomycin then oral clindamycin. Culture of bone and tissue result was staph not aureaus. "Per medwatch report from hospital.

Manufacturer narrative:
MFR is attempting to obtain add'l info and the investigation is ongoing. Any add'l info will be included in a follow-up report.